Manufacturer narrative:
Device evaluation: the evolution fully covered devices of unknown lot number were not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. This file was created from the journal article to address: " off label use and adverse effects" lab evaluation: n/a. Documents review including IFU review: as the evolution fully covered devices are from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evolution fully covered devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0062-5, which informs the user "this stent is not intended to be removed after initial stent placement and is considered as permanent implant. Attempts to remove the stent after placement may cause damage to surrounding mucosa¿ the instructions for use further states potential complications associated with ercp include stent migration , stent occlusion, cholecystitis, pancreatitis , cholangitis , obstruction of the pancreatic duct, and tissue ingrowth due to tumor or excessive hyperplastic tissue. It is known all patients had pre-existing chronic pancreatitis. On review of the information provided, there is evidence to suggest that the user did not follow the instructions for use as it is known the device was used off label. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible cause could be attributed to user error as the evolution fully covered devices are not intended to be removed after initial stent placement and is considered as permanent implant. Summary: customer complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Paranandi et al 2014 (evo-fc-b) ¿ ¿fully covered self expanding metals stents are effective in remodelling benign biliary strictures in patients with chronic pancreatitis¿. A total of 256 ercps involving biliary sems insertion were performed of which 115 (45%) were fcsems. 48/115 (42%) fcsems were performed in 24 patients. 10mm diameter fcsems (boston wallflex or cook evolution) of 6 or 8 cm in length were used. They remained in situ for median 9.5 months. Off-label use of evo-fc-b: indication is not malignant + stents removal. The following adverse events occurred: migration: proximal (4%) and distal stent migration (16.5%), cholecystitis (6%), acute pancreatitis (2%), biliary obstruction + cholangitis (23%), tissue ingrowth: one fcsems was in situ for 18 months (patient lost to follow up) and it was not possible to then remove it (due to tissue in-growth). Another fcsems in situ for 32 months (due to tissue in-growth) was removed following a ¿stent-in-stent¿ fcsems procedure.

Manufacturer narrative:
Device evaluation: the evolution fully covered devices of unknown lot number were not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. This file was created from the journal article to address: "paranandi et al 2014 - use of pancreatic stents in endoscopic retrograde cholangio-pancreatography. Lab evaluation: n/a. Documents review including IFU review: as the evolution fully covered devices are from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evolution fully covered devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl the notes section of the instructions for use, ifu0062 under the intended use section "this device is used in palliation of malignant neoplasms in the biliary tree". It goes on to also instructs the user "this stent is not intended to be removed after initial stent placement procedure and is considered a permanent implant. Attempts to remove the stent after placement may cause damage to the surrounding mucosa." As per the instructions for use, ifu0062, which accompanies this device it informs the user about the potential complications potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, cholecystitis, cholestasis, aspiration, perfaration, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, additional complications that can occur in conjunction with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum; perforation; obstruction of the pancreatic duct; stent migration; stent occlusion; ingrowth due to tumor or excessive hyperplastic tissue; tumor overgrowth; stent misplacement, pain, fever, nausea, vomiting, inflammation, recurrent obstructive jaundice, bile duct ulceration, death(other than due to normal disease progression)." There is evidence to suggest that the customer did not follow the instructions for use. As per medical advisor "off label use, indication is not malignant and stents removal¿." Image review: n/a root cause review: a definitive root cause of off label use can be concluded based on the information provided. The stents were used to treat benign biliary strictures not malignant strictures which would be off label use as per the IFU. The stents were also removed after initial stent placement which is user error as per IFU. Summary: customer complaint is confirmed based on customer testimony. The following adverse events were reported , proximal and distal stent migration , cholecystitis, acute pancreatitis , biliary obstruction and and cholangitis and tissue ingrowth. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a correction has been made to investigation evaluation.